Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation found: a crack was found on the probe approximately 15 mm from the tip and there was damage around the crack in the probe, and the coating was peeling off. Based on the investigation, it is most likely that the reported phenomenon presumed to have occurred through the following mechanism. 1. The probe met metal, surgical instruments, or hard tissue during seal and cut output. 2. The coating on the probe peeled off due to ultrasonic vibrations. Also, the probe was scratched. 3. The seal and cut output and the load of grasping the tissue were applied to the probe, causing a crack to form from scratch, resulting in an u504 error. The root cause could not be identified based on the analysis results of the actual product. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that just before the therapeutic gynecological hysterectomy procedure the thunderbeat 5 mm, 35 cm, front-actuated grip type s, tip was damaged, and nothing fell off inside the body. The intended procedure was completed with the same device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.